Event description:
Customer reported that their pump screen was not turning on. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.